Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black stain was observed "at the lumen of the tubing" of a small volume infusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: august 4, 2016 ¿ august 8, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a reddish brown particle embedded in a segment of the tubing. The particle has no contact to the fluid path because it is completely in the material of the tubing. Fourier transform infrared spectroscopy identified the particle as burnt pvc material of the tubing. The reported condition was verified and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.